Manufacturer narrative:
(B)(4). Due to the lack of material returned, an internal investigation cannot be performed. Carefusion has made several attempts, and the customer refuses to return the device to his local distributer.

Event description:
The customer reported that the power manager overheated where the pins are. The plastic around it has melted. The customer also reported that there was no patient involvement associated with this complaint.